Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving shocks. It was determined that the right ventricular (rv) lead had dislodged leading to oversensing, ventricular fibrillation and the shocks. High voltage therapy was disabled and the patient scheduled for a revision. The rv lead was explanted and replaced. The physician believes the patient may not have followed instructions post implant thereby leading to dislodgement. The procedure was successful. The patient was stable.